Manufacturer narrative:
Article source/citation: Su, X., Song, Z., Chen, Y., Zhang, H., Zhang, P., Ma, Y. (2026). Outcomes of Onyx embolisation as primary treatment for intracranial dural arteriovenous fistulas over the past two decades. Stroke and Vascular Neurology, 11(3), 341¿348. https://doi.org/10.1136/svn-2025-004611 A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of first publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Su, X., Song, Z., Chen, Y., Zhang, H., Zhang, P., Ma, Y. (2026). Outcomes of Onyx embolisation as primary treatment for intracranial dural arteriovenous fistulas over the past two decades. Stroke and Vascular Neurology, 11(3), 341¿348. https://doi.org/10.1 136/svn-2025-004611 Literature was reviewed regarding a study which evaluated obliteration rate, complication profile, and clinical outcomes of primary Onyx embolisation for intracranial dural arteriovenous fistulas. Multiple manufacturers¿ devices were implanted in the study population. The following Medtronic devices were used: Onyx 18, 20 or 34 liquid embolic system, Marathon and Apollo microcatheters. Deaths occurred in the study population. 19 deaths were reported during follow-up. Of these, two deaths were attributed to procedural complications, both related to haemorrhage; one death was attributed to the underlying dural arteriovenous fistula; and the remaining deaths were attributed to chronic diseases, including cancer and heart disease. There was no statement establishing a causal or contributory relationship between a Medtronic product and the deaths, although the two haemorrhagic deaths were described as treatment-related procedural complications. Among all study patients, adverse events included intracranial haemorrhage in 9 patients (1.9%), ischaemic events in 4 patients (0.8%), cranial nerve palsy in 14 patients (3.0%), trigeminal cardiac reflex in 2 patients (0.4%), and other complications in 2 patients (0.4%), for a total of 31 complications (6.6%). Of these, 22 were transient and 9 were permanent. Worsening or new symptoms were reported in 28 patients. Incomplete occlusion was observed in 54 patients (11.5%). Recurrence after complete obliteration was observed in 14 patients (4.8%). No further information was provided pertaining to Medtronic products.